Event description:
It was reported that a large volume infusor device was observed to be under-infused. According to the report, the expected infusion time was set to 48 hours; the pump was empty after over 72 hours. The solution being infused with this event is unknown. It is unknown if there was patient involvement, and there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 25, 2014-april 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.